Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber became "forward firing". It was believed to be technique related; the fiber was "dug into the tissue". Patient outcome: "no patient injury". There was no further information reported.